Event description:
Customer reported the "sensor application needle stuck in his arm" on the day of applying an adc freestyle libre sensor. Customer experienced a bruise and had contact with the healthcare provider and received unspecified treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: h4 (device mfg date) was updated based on an extended investigation. No product has been returned and an extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specifications. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported the "sensor application needle stuck in his arm" on the day of applying an adc freestyle libre sensor. Customer experienced a bruise and had contact with the healthcare provider and received unspecified treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visually inspected the sensor and observed the sharp stuck inside sensor plug assembly. The sharp was removed, and a severed sensor tail was not observed. Visually inspection was performed on the returned sensor applicator and no issues were observed. Visually inspected the sensor pack and damaged transition features were observed. This issue is not confirmed to use due to an incorrect assembly method. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported the "sensor application needle stuck in his arm" on the day of applying an adc freestyle libre sensor. Customer experienced a bruise and had contact with the healthcare provider and received unspecified treatment. No further information was provided. There was no report of death or permanent injury associated with this event.